Event description:
Dental infection in bone near second molar on lower right. Happened after consistent use over several weeks of the oral advancement treatment / device for sleep apnea worn over the teeth. Believed to be related to the custom-fitted prosomnus evo potentially pushing down on a gum area near where the infection set in. Initiated augmentin antibiotics after severe pain developed on sunday (B)(6) 2024. Was evaluated by dentist friday (B)(6) 2024 after pain subsided following antibiotic treatment, but some tenderness remained on probing of the infected areas. Done at office of dr. (B)(6), periodontist. No other devices being used. Had last taken rosuvastatin and metoprolol 3/4 weeks prior but had discontinued / no adherent.